Event description:
It was reported by service report that the scale and bed exit are not working properly. It is unknown if there was patient involvement or if there were adverse consequences.

Manufacturer narrative:
Result: load cell, load cell cable.